Event description:
Philips received a complaint by the customer on the v60 indicating that the battery is defective. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is pending. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone number: (B)(6), reporter phone number: (B)(6).

Manufacturer narrative:
H10: the quote for battery replacement has been cancelled. A quote was sent to the customer for battery replacement. New information provided stated battery is currently out of stock. No service provided by philips. No further information could therefore be provided about the troubleshooting, repair, diagnostic report, parts replaced, or part return. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.